Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-09. Investigation summary: bd received 1 sample submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the sample. No physical damage was observed and the sample passed our internal leakage testing. Since the reported failure was not confirmed a root cause related to our manufacturing process cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced leakage. The following information was provided by the initial reporter: the product was used in thoracic surgery, and leakage was found in the middle part of the wings after puncture.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced leakage. The following information was provided by the initial reporter: the product was used in thoracic surgery, and leakage was found in the middle part of the wings after puncture.